Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose ranging from 50 mg/dl at the time of incident and took juice. Customer also had blood glucose was 99 mg/dl. Customer states insulin pump shows insulin flow block alarm and customer declined the troubleshot for insulin flow block alarm customer was treated with the insulin pump the insulin pump will not be returned for analysis.